Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: the silicone housing was cut / torn, this could be due to a sharp or pointed object coming into contact with the silicone. The siphon guard and the catheter were irrigated with purified water. No occlusion was noted. It is possible that too much pressure was applied when testing. Review of the history device records confirmed the valve product code 82-3136 with lot crlcj7, conformed to the specifications when released to stock on the 6th november 2014. Review of the history device records confirmed the catheter product code 82-3072 with lot crpbpr, conformed to the specifications when released to stock on the 15th december 2014. No root cause could be determined as the problem reported by the customer was not confirmed. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded, this however could not be determined. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4)upon completion of the investigation a follow up report will be filed.

Event description:
Account (B)(4) incident report nuclear medicine did testing on the shunt and found that the distal catheter was occluded. Clinician did vp shunt revision. Intraoperatively the distal catheter was found to be patent but with a slow drip. The surgeon revised the valve and distal catheter. The shunt will be sent into codman complaints and an evaluation report is requested. Incident date and explanted date was (B)(6). Report date is (B)(6). Valve codes is 823136 originally implanted in (B)(6) 2015. (B)(6) 2015 per rep: original implant date was (B)(6) 2015 code 823136 lot crlcj7. Also will be sending in the distal catheter of set (B)(4) crpbpr.